Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The communication express assembly was replaced. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit malfunctioned. The clinician reportedly manually ventilated the patient and cycled power. The case was continued with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
USA report number 2112667-2016-00665 submitted on 06-apr-2016 is a duplicate of USA report number 2112667-2016-00177 submitted on 01-feb-2016.